Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced and the software bios were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not boot up. There is no report of patient injury.